Manufacturer narrative:
The field service engineer (fse) readjusted the ultra sonic mixer and the module was back running within specification. The service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for digoxin (dig) on a cobas 8000 c 502 module. The initial result was <0.3 ng/ml with a data flag. The repeat with increased automatic volume was 1.13 ng/ml. The repeat with normal volume was <0.3 ng/ml with a data flag. The repeat with increased automatic volume was <0.3 ng/ml with a data flag. The repeat with normal volume was <0.3 ng/ml with a data flag. The repeat with increased automatic volume was <0.3 ng/ml with a data flag. The questionable high result was reported outside of the laboratory. The dig reagent lot number was 518493. The expiration date was not provided.